Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature review published by the ¿department of emergency, trauma center, changhai hospital, the second military medical university, china¿. The article can be found at https://doi.org/10.1186/s12891-019-2679-9. The reported event of nonunion, which required revision, could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author.  More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause.   If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿department of emergency, trauma center, changhai hospital, the second military medical university, china'. The title of this report is ¿treatment of open tibial diaphyseal fractures by external fixation combined with limited internal fixation versus simple external fixation: a retrospective cohort study¿, published on july 03, 2019, and can be found at https://doi.org/10.1186/s12891-019-2679-9. The report is associated with the stryker ¿hoffmann ii external fixation system¿ and includes an analysis of the clinical data that was collected on 152 patients. The cases in this study range from january 2012 and december 2016. During the review of the literature, it was not possible to establish a precise device(s) identification or patient information; however, the article alleges that 12 patients experienced non-union, which required an operation.